Event description:
Approx (B)(6) 2012, pt swallowed broken tip during surgical tooth extraction. Device used to split the tooth. Broken part passed through the gi tract. No pt injury. No further treatment. Not returning product.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.